Event description:
It was reported that a malfunction alarm occurred with the pump, indicated by the malfunction code "malf 0." The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer followed guidance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact support again if the issue reappears.